Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during pre-test of a smiths medical cadd cassette reservoir, a cassette disconnected alarm was noted. Subsequently another cassette was used. No patient consequences were reported. No adverse effects were reported.